Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the o2 sensor, but the issue persisted. The fsr found that the hose from the vaporizer was kinked preventing proper flow. The hose was straightened out which resolved the issue. Release testing was performed. The unit operated to the manufacturer's specifications. Per data log review: on (B)(6) 2023, each time the gas system calibration was attempted it failed with an 'o2 sensor out of range at calib' with an o2 sensor value being low (about 380). The log confirms the complaint.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) would not calibrate. A second calibration was attempted but unsuccessful. As a result, the team switched to a manual blender. The surgical procedure was competed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.